Event description:
A pt reported experiencing inaccurate high results with a smartscan (ft) meter. The pt's blood glucose results were 169mg/dl and the lab result was 107mg/dl. The meter sample was capillary and the lab sample was venous. Tests were done within 10 mins with a difference of 58%. Pt did not experience any adverse events. No further info has been reported.